Event description:
The customer stated that they were having trouble with accuracy of patient sample results for an unspecified number of patient samples tested on a c701 analyzer. The issue was first noticed when one sample had a creatinine result that was questioned. The customer stated that they repeated numerous samples and had to correct a total of 3 result reports for hdl-cholesterol plus 3rd generation (hdl) and 10 result reports for creatinine. Specific data was provided for only one patient sample and this sample had an erroneous hdl result that was reported outside of the laboratory. The sample initially resulted as 17 mg/dl on the c701 analyzer and repeated on the same analyzer as 17 mg/dl. The 17 mg/dl value was reported outside of the laboratory where it was questioned by the doctor. The sample was then repeated on a d module analyzer, resulting as 55 mg/dl. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The hdl reagent lot number was 61821301 , with an expiration date of (B)(6) 2017. The field service representative determined that the water pressure was misadjusted at the main water pressure valve. He adjusted the water pressure. Precision studies were performed and all results were within specifications. The testing of quality controls was ok after the repair. The customer stated that all testing has been deemed satisfactory after the repair.